Manufacturer narrative:
It was reported that the device had powered on by itself. The customer and biomed were able to duplicate the issue. The remote service engineer (rse) advised the customer of the replacement of the user interface (ui) printed circuit board assembly (pcba). The rse then provided the customer with the part number of the ui pcba. The customer replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device had powered on by itself. The customer and biomed were able to duplicate the issue. The remote service engineer (rse) advised the customer of the replacement of the user interface (ui) printed circuit board assembly (pcba). The rse then provided the customer with the part number of the ui pcba. The investigation is ongoing.